Event description:
Consumer reported that she wore ace heat therapy patch on her back overnight and when she woke up her back was hurting. Consumer removed patch and there were two (2) blisters. Consumer was self treating using neosporin; however she went to ER, but no medical intervention was received.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.